Event description:
It was reported that, during an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The suspected cause of the event was external electromagnetic interference (emi) originating from an unrelated procedure that was performed the same day. No intervention has been performed at this time. The patient was stable and will continue to be monitored.